Manufacturer narrative:
Investigation summary: "material #: 301746, lot/batch #: 1265131. Bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. The nature and origin of the foreign material could not be determined from the photos. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd determined that the root cause of the indicated failure mode for foreign matter was attributed to the manufacturing process. Corrective actions around cleaning have been made to help prevent foreign matter from getting into the product. This complaint lot has been manufactured before completion of these corrective actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle foreign bodies were found on the IV cannula. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: ¿after opening the package, foreign bodies were found on the IV cannula.¿